Event description:
It was reported that the customer was hospitalized in (B)(6) due to low blood glucose levels. The customer stated that she was unable to get in contact with the customer, and she called the paramedics. The caller stated that she didn't think the insulin pump was working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. The caller felt that the insulin pump should be replaced as the customer has been experiencing erratic blood glucose levels. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.